Event description:
It was reported to philips that the device failed an op test, but passed the most recent two op tests. There was no reported patient or user involvement and no adverse patient/user impact.